Event description:
The dealer states that when he tilted the chair and put it in drive but will not allow full function of the joystick. This is happening when he is driving all the time. The chair is not powering down but the dealer states they will disengage the brake and then reengages the brake and the cair will go. So the dealer states he will take a programmer and go and check the chair.